Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposed wires of right ang ext, 2.5id/5.5od 16awg and power supply. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Due to the exposed wiring of the right-angle ext. And power supply, the pes was uncappable of powering on. In result, a golden right-angle ext and golden power supply was both used to replace the defected cables and then was able to power on. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Since only the power cord was able to be used for testing, there was no additional power malfunctions to be found. Customer reported unit revealed exposed wires on the right-angle ext. And power supply. - confirmed. Due to both returned power cable being damaged, it was unable to be used prior to safety hazard.